Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bent tip clamps at position #1 and #3. Fse replaced the tip clamps and checked and cleaned all the others. The instrument was tested without further problem and was returned to expected operation.